Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. Failure analysis found the permanent cautery spatula had a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure. An additional finding that was not reported by the customer, and was not related to the reported failure, was identified. The instrument was found to have a broken distal clevis. The breakage was at the pitch cable crimp location. No pieces were found to be missing. The root cause of this failure is attributed to mishandling/misuse such as excess force applied at the instrument tip. A review of the instrument log for the product associated with this event shows that the fenestrated bipolar forceps were last used on (B)(6) 2021 on system (B)(4). There was no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. The alleged event occurred with 8 uses remaining on the instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, no further details have been obtained as of the date of this report.